Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch lever stuck. The technician lubricated the pin through the lever of the side rail latch to resolve the issue.